Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "unable to calibrate iabp optical sensor" alarm message on the iabp display. Pumping continued, while the customer attempted to perform calibration by pressing zero pressure key many times unsuccessfully. The patient was switched to another iabp that didn't have any issues calibrating the iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The device has not yet been evaluated by maquet. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).